Manufacturer narrative:
Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. In this case, it was noted that the valve appeared entirely functional. The reported event was not confirmed; however, the root cause of this event was likely due to patient related factors. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was learned that this patient with a bioprosthetic aortic valve, implanted for two (2) years and nine (9) months, underwent a valve-in-valve procedure due to patient prosthesis mismatch (ppm). This patient has been suffering with diastolic congestive heart failure as a consequence of this mismatch. The ppm has given the patient gradients consistent with severe aortic stenosis, although the bioprosthetic valve appears to be probably functionally normal. The tavr was successfully performed with an edwards transcatheter valve. The patient was discharged home on pod #2.

Manufacturer narrative:
Reference: CAPA-20-00141.